Manufacturer narrative:
An event of thrombolysis and stroke symptoms was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 26mm amplatzer cardiac plug was implanted. On (B)(6) 2020, the patient developed stroke symptoms and was admitted to the hospital for thrombolysis. The patient has a previous history of stroke in 2015 before being enrolled in trial. On (B)(6) 2020, the patient's condition improved and the patient was discharged from the hospital in stable condition. The patient reported clear consciousness and no obvious hemiplegia symptoms, however did report decreased activity. The patient refused to present to the study site for further examination and did not provide treatment records. This event is being conservatively reported in a patient with a previous history of stroke due to lack of information. There are no allegations of device malfunction.